Event description:
Information received indicated the head of the bed is in the down position and will not go up.

Manufacturer narrative:
The technician found the head up valve stem was sticking. The technician replaced the head up valve stem to repair the bed.